Event description:
During a tonsillectomy procedure pt was burned at the corner of the mouth. The burn was described as severe and a plastic surgeon consultation was ordered. The o.r. Believes the burn occurred from an arc that was visible where the electrode plugs into the pencil.